Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal hypoglycemia to 50 mg/dl followed by hyperglycemia up to 300 mg/dl, with dizziness during the low and subsequent alerts for both low and high glucose; the user had run out of insulin, paused the ilet overnight, and changed supplies in the morning while using a contact detach 23" infusion set. Symptoms included dizziness during hypoglycemia. Outcomes included self-management without professional medical intervention or hospitalization. Investigation included complaint intake, review of reported alerts, user counseling on low and high glucose management, and an offer for additional training. Investigation of this case revealed no device malfunction and suggested use-related factors, including lack of insulin availability, device pause during sleep, and potential overtreatment of hypoglycemia, as contributors to the glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user management factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.